Event description:
This lead was explanted and replaced due to chronic high thresholds while replacing the pacemaker, which had met longevity estimates. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection revealed that the distal part of the lead was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damage, tensile forces during the explantation procedure should be taken into consideration. Further analysis of the lead revealed a damaged lead tip and damages of the silicon sealing of the is-1 connector pin. Cuttings in the insulation were observed. Blood penetrated the lead. These damages occurred most likely during the surgery. The values of the parameters measured during the electrical analysis were within the technical specifications. No peculiarities were found. In summary, the lead's distal part was partly pulled out of the ring electrode. This damage resulted presumably from the application of tensile forces during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.